Event description:
Additional information stated that the patient successfully underwent implantable pulse generator (ipg) relocation surgery. After the surgery it was reported that the patient's lead had 'all invalid electrodes.' The patient's therapeutic status was not noted at the time of report. Further information has been requested. If further information becomes available a supplemental report will be filed.

Manufacturer narrative:
Product ID, 3888-45 lot# v325403, implanted: 2010 (B)(6), product type lead product ID, 3888-45 lot# v184882, implanted: 2010 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Event description:
It was reported, there were telemetry issues. It was noted there were messages to "charge implantable neurostimulator (ins) now" on both the patient programmer and the clinician programmer. When the ins recharger was used they received a "reposition antenna" screen. It was noted the last successful recharging session was in august. Problems with recharge coupling were noted as the primary reason for discharge. Patient had trouble keeping coupling boxes and therefore it took too long to recharge so the patient stopped recharging. Use of antenna locate resulted in a power on reset (por) condition being displayed on the recharger which then lead to normal recharging screen. It was noted, the patient was getting 6-8 coupling boxes shaded. It was also noted, the battery was "tipping out" ant it was noted likely the patient needed a pocket revision. Follow up reported, the patient remained in normal charging mode with good coupling until the clinic was about to close. The representative was able to clear the por message but was unable to do anymore diagnostic tests. It was noted, the patient was not at 25% charged, however, the patient was going to continue charging at home and would contact the clinic if they felt they needed reprogramming. It was noted, the patient had recently lost thirty pounds and it was thought that might be the problem as to why the ins was "tilting" in the pocket. A pocket revision was planned but not scheduled. Further follow up reported the patient was having the ins relocated on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional review indicates information reported previously in manufacturer's report # 3004209178-2013-00831-1 pertains to manufacturer's report # 3004209178-2013-02691.

Manufacturer narrative:
(B)(4).